Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Blood glucose level was 232 mg/dl. Multiple follow ups were performed by tandem technical support to obtain additional information, however, customer did not respond.